Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the buttons on the customer's insulin pump were not functional. The patient's blood glucose was reported as good. Troubleshooting was initiated for the keypad anomaly. The insulin pump was not bumped or dropped. The insulin pump will be returned and replaced.

Manufacturer narrative:
The pump was received with intermittent button response due to moisture damage on the keypad traces. The pump also had minor scratches on the lcd window, a cracked case near the display window corners, a cracked reservoir tube lip, and a missing end cap sticker.